Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial#: (B)(4), product type: recharger.

Event description:
A consumer reported poor coupling, and that they were having difficulty getting black boxes as of the weekend prior to date notified and jan-25. It was stated that they put the implantable neurostimulator recharger (insr) over the patient's ins and get no bars, then come back later and it will have 5 bars and then no bars again. On jan-25 the patient charged for over 3 hours and it charged very little. It was suggested that the patient use adhesive discs or the belt to keep the antenna in place. There were no out of box failures or patient symptoms alleged. Adhesive discs were sent to the patient. The patient's indication for implant is essential tremor and movement disorders.